Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported that post implant of a laparoscopic gastric band procedure, the patient complained of loss of restriction and no weight loss. During a routine adjustment, an upper gastrointestinal endoscopy was performed in which it was noticed that the band had slipped. A reoperation occurred on (B)(6), 2011 to correct the problem. The same device was able to be used. There was no reported patient complications.